Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the information provided was performed, and the sensor was within the tolerance for cardiomems mean pressure; therefore, the reported event is unconfirmed. Per event description, the waveform narrowing was replicated during the right heart catheterization, indicating the dampened waveform appearance was unrelated to the sensor. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
It was reported that the sensor transmitted a dampened waveform reading. On (B)(6) 2024 a right heart catheterization was performed to compare the pulmonary readings from the sensor with those from the swan-ganz catheter. The cardiomems waveforms closely matched those coming from the swan-ganz catheter. The sensor was not recalibrated. The site feels that the cardiomems is appropriately reflecting the patient¿s clinical status and they will continue to use the numbers.